Event description:
It was reported that the patient experienced a loss of therapeutic effect. The patient had a return of pain symptoms in the occipital area behind the right ear where the implant is. The pain varied and was more tolerable with their head forward. The pain was more severe with when they turned to the right or left, most severe when they turned their head to the extreme right. Stimulation was increased to "12 clicks" which was higher than normal. The change in effect has been noticed since (B)(6) 2012. There was no trauma associated with the event, but the patient had emotional stress due to the recent death of their son. There was also a light blinking on the patient programmer that indicated that the implantable neurostimulator (ins) battery was low. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 748925, serial# (B)(4), implanted: (B)(6) 2003, product type extension; product ID 7434a, serial# (B)(4), implanted: (B)(6) 2003, product type programmer, patient; product ID 3986ilc, lot# n26493, implanted: (B)(6) 2003, product type lead. (B)(4).